Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A scrub technician reported that the cutter did not work during a procedure. Aspiration was present. The product was replaced and the procedure was completed. There was no patient harm. Additional information and product sample have been requested.

Manufacturer narrative:
A review of the device history records traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there was one additional complaint associated with the lot for the reported issue. One probe sample was returned for evaluation. The returned sample was visually inspected and deemed nonconforming. The needle is bent. Cut testing was performed and deemed conforming. Actuation testing was performed and deemed conforming. Aspiration testing was performed and deemed conforming. The complaint evaluation does not confirm the probe had a cut / actuation issue. The probe performance testing met specification. The exact root cause of why the customer thought the probe did not cut / actuate cannot be determined from this evaluation. How and when the needle became bent cannot be determined from this evaluation. No specific action with regard to this complaint was taken by the manufacturing location because the probe was manufactured to its specification. All probes are 100% tested for actuation, aspiration, and cut during manufacturing. During the testing of a probe, the probe is visually inspected and a bent needle would be detected and removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4).